Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Dexcom has issued an (B)(4) for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported hard ware error. The root cause was determined to be a hard ware error failure.